Event description:
It was reported to boston scientific corporation that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, the first sensor on the rectal temperature monitor was not reading. The user was able to complete the case with this device. There were no patient complications, and the patient's condition was listed as "fine".

Manufacturer narrative:
The suspect device, a prolieve temperature monitor, has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.